Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of the emboshield nav6, it was unable to load the filter onto the delivery catheter pod as the tip was noted as broken. The device was not used and there was no patient involvement. Another nav6 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported tip break was unable to be confirmed. The reported difficulty to insert was unbale to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. Difficulty loading or inserting the filtration element into delivery catheter pod during preparation can be affected by numerous factors including, but not limited to, damage to the pod, the pod inner diameter may be too narrow, the pod length may be too short, the pusher length may be too long, the loading funnel inner diameter may be too narrow, not using the torque device and/or physician technique. Based on the limited information provided by the account, the investigation was unable to determine a conclusive cause for the reported difficulties and noted damaged on the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.